Event description:
Pt presented to hosp complaining that the pump was acting erratically, and pt was feeling short of breath and lightheaded. Eval of the lvad revealed the pump to be experiencing several problems: 1. Persistent alarming, indicating a "rate of control fault" malfunction. 2. Erratic variance in pump rate and cardiac output. 3. Pt complaining of extreme dyspnea and feeling "lightheaded".